Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecific drugs and infusion therapy (doses, frequencies and routes were not reported). Dianeal therapy was ongoing during the treatment. At the time of this report, the peritonitis was not resolved, the patient was not recovered and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.